Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: part of light-emitting diode (led) on the front panel does not turn on and the electro-pneumatic proportional valve has crack. Based on the results of the investigation, it is most likely that the led does not turn on due to deterioration of led elements, and it is likely that the electro-pneumatic proportional valve was cracked due to some other factor. The most probable cause of the complaint issue could be traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that part of light-emitting diode (led) on the front panel does not turn on and the electro-pneumatic proportional valve has crack. There were no reports of patient involvement.